Event description:
The customer reported that the system did not display an image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reinstalled interconnect cable outlet and video control board. The system was tested and found to be working as intended and put back in service.